Event description:
Patient had an extensive intervention in the cardiac cath laboratory. A temporary transvenous pacemaker was placed in the right ventricle via the right femoral vein. An iabp was placed via the left femoral artery at the end of the procedure. He received dopamine for hemodynamic support during the procedure. The right coronary artery (rca) was totally occluded at its mid segment. Attempted to cross the occlusion with a regular angioplasty wire with the support of a balloon without success despite multiple attempts. The disease beyond acute occlusion appeared to be more chronic as the wire would not advance beyond mid to distal rca. A miracle bros 3.0 gm wire (special wire for chronic total occlusions) was then used to cross the mid to distal rca with difficulty. The rca had severe and diffuse disease beyond the mid segment and also was a very tortuous artery that made passing balloons and stents distally very challenging and time consuming even with the support of a second buddy wire. Thus the procedure was complex and required significant fluoroscopy time (172 minutes) to finish the intervention. Patient has been monitored for several months by dermatology and it was determined that a burn is probable, although dermatology still has not confirmed this diagnosis.